Manufacturer narrative:
Additional mdrs associated with this event:3025141-2017-00137: head.3025141-2017-00138: stem.

Event description:
A patient has a arh slide-loc radial head replacement implanted. The patient continued to have an unstable elbow that required additional surgery. It was not known if the arh slide-loc implants were the source of the instability. During the additional surgery, it was determined that the arh slide-loc implants were intact and did not require removal or change. The implants were left in place in the patient's elbow.